Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: provided x-ray image demonstrates the placed stent inside the sfa, and hourglass like deformation confirms stent twisting after deployment. The returned catheter sample includes three separate stent segments that reportedly have been surgically removed piece by piece. The delivery system is in used and functional condition. The filter that reportedly came off during the surgical cutting procedure is part of the sample return and is broken, as reported. The investigation leads to confirmed result for stent twist. A manufacturing related issue could not be found. In this case the vessel was not calcified, the lesion was prepared with rotarex 6f, and a 6f long introducer was used for access. During deployment, the system was correctly held at the stability sheath, and kept stationary, the user did not experience difficulty, and torque was neither exerted nor felt; the stent reportedly was not elongated after deployment. Based on the investigation of the information provided, the investigation is closed as confirmed for stent twisting. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. The instructions for use (IFU) closely describes holding and handling of the system during deployment; in particular the IFU states: 'firmly hold the black system stability sheath throughout deployment. Note: do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' Regarding pta the IFU states: 'predilation of the lesion should be performed using standard techniques.' Regarding access/ accessories the IFU states: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire (...).' G2, g3, h6 (method, result, conclusion). Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a male patient underwent a stent placement procedure using the lifestent vascular stent in the left superficial femoral artery and arteria femoralis. During the procedure, vessel was pre-dilated with rotarex, then the stent was deployed but the stent allegedly not opened in two places. Attempt to open stent with small diameter pta balloons without success and attempt to cross the closed lifestent with a microcatheter - without success and attempted to get through the closed lifestent xl with an additional supera stent - without success. Patient was taken to the vascular surgery operating room and treated by open surgery. Lifestent xl and filter were cut and removed piece by piece. During cutting, part of the filter came off and thrombosed distally near the foot. The part was removed with a snare. The patient then spent 1 day in intensive care for monitoring and was then discharged home.

Event description:
On (B)(6) 2025, a male patient underwent a stent placement procedure using the lifestent vascular stent in the left superficial femoral artery and arteria femoralis. During the procedure, vessel was pre-dilated with rotarex, then the stent was deployed but the stent allegedly not opened in two places. Attempt to open stent with small diameter pta balloons without success and attempt to cross the closed lifestent with a microcatheter - without success and attempted to get through the closed lifestent xl with an additional supera stent - without success. Patient was taken to the vascular surgery operating room and treated by open surgery. Lifestent xl and filter were cut and removed piece by piece. During cutting, part of the filter came off and thrombosed distally near the foot. The part was removed with a snare. The patient then spent 1 day in intensive care for monitoring and was then discharged home.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent vascular stent are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, an image was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.